Event description:
During a left heart catheterization, the first pigtail catheter kinked during the attempt to enter the left ventricle. The second catheter also kinked. The usual manipulation procedures were used to straighten it, however, disconnection and embolization of the catheter's tip in the descending aorta occurred. A snare hook was used to retrieve the tip.

Manufacturer narrative:
Catalog #: hnr4-0-35-100-p-10s-pig+. Eval: the customer returned fourteen devices in an unused condition; however, the actual complaint device(s) were not returned to assist in our investigation. A visual examination of the returned products found no unusual characteristics and during testing, we were able to straighten the curve with the aid of the pigtail straightener; with no damage noted. An examination of the catheter's bond site failed to reveal any unusual characteristics or abnormalities. As the actual complaint device(s) were not returned, it is not possible to determine at what point the tip separation occurred. Considering two catheters kinked during use, it is possible the separation occurred due to procedurally related circumstances, rather than a non-conforming product.